Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). The device was not programmed to high output but was pacing 100 percent in the right ventricular (rv). Additional information indicated that a save to disk was not done. It was determined that the extra battery drain was due to high rate sensing. Further, the plan of action was to have the patient return in several months and that if the patient has been in chronic atrial fibrillation (af) then atrial lead will be turned off to alleviate the problem. To date, this pacemaker remains in service. No adverse patient effects were reported.